Event description:
The user reports that they are unable to see fiducial structure within olr however, one can see the layer created in rtc and also one can see the structure within ec. Customer deselected the structure and reselected however this did not re-activate it. There was no report of serious injury as a result of this issue.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.